Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lar procedure, there was difficulty attaching anvil. Once connected, fired and got good donuts but had air leak. Over sewed the area to complete the case. Pt is currently fine.